Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve rapid atrial fibrillation (afib) was identified when coughing. The afib spontaneously reverted and recovered without treatment. The afib was reported to not be related to the device and unlikely related to the implant procedure. On the same day, oxygen saturation was reported as decreased. Oxygen was required and four liters was administered to maintain saturations of 96%. This oxygen demand did increase hospitalization time for medical management and resolved two days later. The decreased oxygen saturation was reported to not be related to the medtronic products but possibly related to the implant procedure. However, the cause of the increased oxygen demand was reported as unknown. Three days following the implant of the valve, acute kidney injury (aki) was identified as a decrease in renal function. The baseline estimated glomerular filtration rate (egfr) was 32 minutes per liter (min/l). The discharge egfr was 28 min/l. No treatment was provided. Outpatient blood test and follow-up with general practitioner was advised. The aki was reported to not be related to the medtronic products but possibly related to the implant procedure. It was further reported that the aki was a pre-existing condition which was exacerbated by use of contrast during the index procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the baseline estimated egfr was 32 milliliters per minute (ml/min) and not min/l as previously reported. The discharge egfr was 28 ml/min and not min/l as previously reported.